Manufacturer narrative:
Correction 12/03/2015 - the field in the initial 3500a report should read as follows: on (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter displayed an unknown error message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.